Event description:
It was reported that the lead was explanted about 19 months after the implantation. There were artifacts and an increase in the pacing threshold. The device is currently undergoing analysis.

Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead properties were checked. Multiple signs of wear and tear were found along the lead body. In particular in the distal region, near the shock coil, the insulation was damaged due to fraying. This damage is with high probability the cause for the clinical observations. The observed damage manifestation speaks for an unexpectedly early wear and tear of the lead, which leads to the assumption of strong mechanical stress of the lead. Reasons for an increased stress level of the lead in the implanted state cannot be conclusively clarified without x ray images, diagnostic images of any other kind, and further information on the patient. An accumulation of various influence factors should be considered. This includes strong ingrowth behavior of the lead in the distal region or fibrosis formation at contact with the myocardium. An unfavorable implantation position of the lead is also a known influence factor. In addition, both the individual anatomy and an increased physical activity of the patient, especially concerning the upper body, play a role. The manufacturing process of this lead was also reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of material defects or manufacturing errors.